Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing. The root cause was due to a defective processor board. Upon visual inspection no physical damage was observed. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel, confirming the reported complaint. The autopulse platform is a reusable device and was manufactured on 19 oct 2004. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.